Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 7.97 years post initial left tka, this male patient (bmi 37.7) underwent a revision due to aseptic loosening. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the implant and the bone, patient-related conditions, or a combination of the two, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided. Section h11: the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
"D10: 02-010-01-0240 - logic femoral ps cem left sz 4. 02-012-41-4030 - logic tibia traptray cem sz 4f/3t. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-01003. This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported in cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."